Manufacturer narrative:
The sample is available for evaluation. A follow-up report will be provided once the sample has been received and reviewed.

Event description:
During the use the operator found the guide wire was left in the patient. As you can see in the x-ray showing the guide wire really left in the patient and after we got the guide wire we've measured the coil was detached about 10.2 centimeters. The guide wire still left in the patient right now.